Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/23/2017, that on (B)(6) 2016, a loss of connection between the transmitter and display device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. The share log was reviewed and the logs showed signal loss on the issue date. The customer complaint of loss of connection was confirmed. The root cause could not be determined.